Event description:
It was reported that the patient was in a room where they had been doing diathermy and since then the patient had a return of tremors. There was a loss of therapeutic effect. They thought that the diathermy turned the patient¿s batteries off or something. The patient programmer was not available at the time of this report. It was noted that nothing was helping. They felt that the device was not working because of the diathermy. Both devices were checked and one device was showing end of service (eos). The device that was at eos was considered normal battery depletion and the other is fine and was controlling the patient¿s symptoms for the most part. The patient had not found a new physician to replace the device yet and they were unsure what they had planned to do. No intervention or outcome was provided. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: 2013-(B)(6), product type: implantable neurostimulator. Product ID: 3387s-40, lot# v603771, implanted: 2011-(B)(6), product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: 2011-(B)(6), product type: extension. Product ID: 3387s-40, lot# v603771, implanted: 2011-(B)(6), product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: 2011-(B)(6), product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type; programmer, physician. (B)(4).